Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a/d6b added h6 component coded added 925 the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05003. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. While on support, the patient developed a hematoma at the access site. A washout was performed and heparin was paused.